Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to recurrent dislocations. A 32 +0 v40 head and 32 e 0° liner were revised to a 22.2 +0 v40 head with a 0° e constrained liner. Rep provided the revision usage sheet, and confirmed that no further information will be released by the hospital or surgeon.